Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump powered on with a blank display. The pump case was opened and the display was found to be cracked/damaged. A test display was inserted and the display functioned appropriately. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.